Manufacturer narrative:
The field service engineer (fse) was requested on-site for device not powering up. Once on-site customer let fse know that the units cpu board was removed to repair a different unit. The fse explained to the customer that they (the customer) will have to repair/replace cpu before he can continue any repairs on unit. Once customer placed the cpu back in the unit the unit powered up as intended.

Event description:
Philips received a complaint by the customer on the v60 indicating that the display screen is blank. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.